Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the auxiliary water tube was applied in the morning and cleaned in the evening. The tube is not cleaned between each case; instead, it is cleaned once daily. This issue occurred during reprocessing. There were no reports of patient harm.